Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device from the customer for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an ojr416 optiflow junior 2 nasal cannula broke during use. The patient experienced several episodes of apnea and bradycardia. It was also reported that there was no further patient consequences.

Manufacturer narrative:
(B)(4). Further information was received from the customer thus the following h2 corrections were made: b3: date of event removed. B4: date of this report updated to 2 sep 2020. B5 and d4: changed from ojr416 to ojr412. D5: operator of device changed from patient/consumer to healthcare professional. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr412 optiflow junior cannula was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that the tube was torn next to the left cannula joint. The customer also reported that the "staff accidentally pulled on it [cannula] aggressively when readjusting the cannula causing it [cannula] to break." Conclusion: the observed damage was most likely caused by pulling at the tube. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure the patient does not lie on the tubing as this may apply pressure to the patient's ears or face. Failure to apply and use this product within the directions, transport, storage and operating conditions specified in the labeling and user instructions may impair performance of this product or compromise safety (including potentially causing serious patient harm).

Event description:
A healthcare facility in michigan reported that an ojr412 optiflow junior 2 nasal cannula broke during use. The patient experienced several episodes of apnea and bradycardia. It was reported that there was no patient consequence.